Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.

Event description:
Followup information identified the patient underwent surgical intervention on 09/22/2017 where the ipg was removed and replaced which resolved the issue.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient controller displayed the error message: "replace generator soon". Surgical intervention may be pending to address this issue.